Event description:
Anuerx stent grafts of unknown catalog and lot numbers were successfully implanted to treat an abdominal aortic aneurysm in a pt with an angulated aortic neck. At the 6 month follow-up a device migration was noted. Follow-up revealed device migration, a significant endoleak and growth of the sac. The pt underwent successful endoluminal repair of the endoleak using a talent aortic extender cuff on an unknown date. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine. No further info is available at this time. The aneurx device most often used to treat an abdominal aortic aneurysm is a bifurcated stent graft. This leads the co to believe that the device used on this pt was a bifurcated device.